Event description:
A customer contacted beckman coulter regarding an erroneously low troponin (accu tnl) result on one pt sample that was generated by the access immunoassay system instrument. The accu tnl result for the pt was reported as <0.01 ng/ml. The customer obtained unr and orl and instrument flags during the tesing of this sample. The customer indicated that after obtaining the orl-flag they reported the pt sample out. The customer indicated that the sample from the pt was retested for accu tnl and an unr-fatal flag was generated. The customer repeated the same sample. The repeated accu tnl result for the pt was 1.92 ng/ml. The result was reported out of lab. The pt was admitted to the hosp for possible mi.